Manufacturer narrative:
A4: unk d6b: na h6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -07.00/+1.0/175 (sphere/cylinder/axis), into the patients right eye (od on (B)(6)2023. The surgeon observed three positioning marks on the lens footplate. The lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).